Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte 3.0x16mm drug eluting stent to the diagonal (dx) artery, but when he tried to advance the stent through the guide catheter, he noticed that the distal portion of the stent was flared. He then withdrew the stent and realized it was about to be released from the balloon. At this point, he pulled another taxus liberte 3.5x24 mm stent, and completed the procedure successfully. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for anlaysis as of the date of this report.